Event description:
Dental office reports that two (2) people in the office are experiencing a burning sensation in their eyes and on their face if they touch their face prior to washing their hands after wearing these gloves. This sensation is temporary and stops after they wash their face and hands. There is no dermatitis, redness, or any other symptoms occurring with this event.